Manufacturer narrative:
Medwatch sent to the FDA on 11/22/2016. Further information has been requested of the initial reporter regarding: device serial number. To date, no additional information has been received by apollo. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Brown discoloration was observed on the outer surface of the shell. A valve test was performed and flow was continuous and unobstructed. A leak test was performed and leakage was observed on the shell of the device. Microscopic analysis noted two striated openings on the shell of the device. Approximately six needle punctures were observed between the valve and radius of the device. The reported events are physiological complications and analysis of the device generally does not assist apollo in determining a probable cause for this event. Device labeling addresses the reported events as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: - gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. - abdominal or back pain, either steady or cyclic. Global product experiences and clinical studies: the event of necrosis was reported in the us pivotal clinical study and was experienced by three of the participants.

Event description:
Reported as: a patient with the orbera intragastric balloon had experienced "increased abdominal pain, upper area", after twenty four hours after placement. "The next morning the pain was referring to the left shoulder and to [the patient's] back and [patient] was very uncomfortable. We removed the balloon, the mucosa of the stomach there was a large amount of fluid of [patient's] stomach, actually 2 1/2 liters. The balloon appeared to be normal, but perhaps impacted into the abdomen, perhaps not. The fluid was aspirated from the stomach. The balloon was removed. The lining, the gastric mucosal lining, in the proximal stomach was hemorrhagic and [physician] would call it hemorrhagic mucosal necrosis."